Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had severe pain in their bladder and groin when they pushed the ins off button and that the patient normally had the ins off. Patient's ins showed that it was on at 2.3 but described the ins icon which indicated ins was off. It was noted patient was not currently experiencing pain, but still felt stimulation like the ins was on. It was reviewed that the ins was off. No further complications were reported.